Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Additionally, it was reported that the tandem-provided usb charging cable became damaged and was no longer able to be used to charge the pump. Reportedly, the customer was able to successfully charge the pump using a secondary usb cable. There was no reported adverse impact. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
Usb cable allegation was not verified. Battery issues the failure investigation has been completed. Based on the analysis, the alleged issue was verified, however, no failure was identified.